Event description:
The patient reported that they had surgery as the pump moved out of place and flipped. The pump had contained hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that when the health care professional was refilling the pump, he would either bend a needle or break a needle.

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2007, explanted on: (B)(6) 2011. (B)(6).

Manufacturer narrative:
(B)(4).